Event description:
The patient stated that their v-go 30 sometimes pops out from his skin (releases) during use, and he pushes the needle back in, but it ends up getting stuck. The specific event date(s) were not reported. No device is available for return to the manufacturer for evaluation.